Event description:
The user was about to use the catheter, but noticed the spring wire guide was bent. A new kit was opened for use. No patient involvement with device.

Manufacturer narrative:
Qn#: (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a defective guide wire. Visual analysis revealed that the guide wire was kinked; however, a probable cause cannot be officially confirmed without the complaint sample returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use if package is damaged." The report of a kinked guide wire was confirmed through analysis of the customer supplied photo. The image showed that the guide wire was severely kinked; however, the actual complaint sample was not returned for evaluation. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of a kinked guide wire could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The user was about to use the catheter, but noticed the spring wire guide was bent. A new kit was opened for use. No patient involvement with device.